Event description:
Customer passed away. Customer was wearing the pump at the time of death. It was stated that the customer had a heart attack and then possibly went into a diabetic coma. However, spouse was not sure how it exactly occurred.